Event description:
It was reported that the patient contacted the gi service to report that the 5fu was leaking from the cadd pump. The patient had stopped the pump and placed it inside the home spill kit bag, still attached to the patient. White powder was noted on the white bag, and the cadd pump label was wet. The connection from the cadd pump cassette to the extension tubing was loose and wet. The port site remained intact and flushed easily with positive blood return. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.